Manufacturer narrative:
Date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. This complaint was reported by the patient's lawyer. The device was implanted by dr. (B)(6) at (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to the first of two devices implanted in the patient. It was reported to boston scientific corporation that a lynx system was implanted during a procedure performed on (B)(6) 2016, and an uphold lite w/capio slim was implanted during a procedure performed on an unknown date. According to the complainant, the patient experienced an injury after the procedures. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.